Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service. It is unlikely for a pt to be injured due to the add'l dose of radiation of such unwanted x-ray radiation in a normal condition. The dose of radiation is within the FDA regulatory control limits.

Event description:
It was reported that the system 9800's leaf collimator was appearing on the x ray image and the quality of the image was poor. It was further reported that the audible indicator that x-rays were being produced continued to sound after the hand switch was released. All pt info has been recorded. There was no reported adverse pt reaction.